Event description:
It was reported that the monitors on the 9600+ system flashed on and off. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the workstation boards. Along with reseating the workstation boards, the power supplies and interconnect cable were checked. The system was tested and found to be working as intended and placed back into service.